Manufacturer narrative:
The lead was surgically abandoned and not expected to be returned. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold measurements and high out of range pacing impedance measurements of greater than 3000 ohms. A revision procedure was performed where the ra lead was surgically abandoned, and a new lead was successfully implanted. There were good measurements during and after the procedure with the new lead. No additional adverse patient effects were reported. Since the lead was surgically abandoned it is not expected to be returned for analysis.